Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unk - nails: multiloc humeral, part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Implant date is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the customer had difficulty in removing a multiloc nail because the threads of the extraction screw used to extract the nail are too short and do not hold the nail enough. A connection screw was used in association to the extraction screw to remove the nail. The surgery was completed successfully, but the instructions in the IFU were not followed. A 20 minutes surgical delay was reported. The patient is fine and requested the removal of the nail, no issue was reported for the nail. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluated by MFR: this complaint was forwarded to the responsible pd department for a deeper investigation, including pictures, with the following results: the diameter in question is designed to act as a stop to have a tight fit between the nail and extraction screw at the proximal flat surface of the nail. The user also used the connecting screw and extraction screw together to explant the nail. According to surgical technique, the connecting screw is used in combination of insertion handle for the insertion of the nail. The inner thread of the connecting screw is used in combination with the compression screw 03.019.038. The user did not follow the instructions provided in the surgical technique. Least material condition (lmc) was simulated, and the extraction screw engages into the nail. Due to the lack of evidence and product not being returned, no further analysis can be conducted. The complaint condition is unconfirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.